Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced inaccurate fill estimates that occurred a few times. The customer believed that blood glucose (bg) level was affected and reported a bg of 250 mg/dl. The customer administered a manual injection.